Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported on medwatch mw5094395 that "device failed; implant failed causing more pain and damage than original issue of halux rigidus. I was walking normally, pain increased over time until I realized that something I my foot was causing new pain that was worse than my original problem."